Event description:
It was reported that the cartridge was leaking at the septum. There was no reported impact to the customer's blood glucose level. The customer replaced the cartridge and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.